Event description:
This incident was reported on 01/26/2010. F/u communication with the reporter revealed that the event occurred "several months ago". After a venipuncture procedure, the phlebotomist activated the safety shield and stated that both he and the pt heard the "click" indicating that it was closed, however, when he was going to dispose the device, he received a needle stick injury. He was not sure how his finger came into contact with the needle because the needle was covered by the safety shield. The phlebotomist reported this incident and following the procedure of the medical facility, he began to take post-exposure prophylaxis (pep) treatment. This treatment was discontinued when the lab test results of the source (pt) came back as being negative.

Manufacturer narrative:
The lot number was not provided (unk) and it was stated that there were no samples available. Unable to investigate the reported condition. The phlebotomist indicated that the safety shield did activate and the needle was covered with the shield. He was not sure how the needle stick occurred. Regulatory compliance will continue to monitor.